Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was discarded by the customer. The device was not returned for analysis, therefore the complaint could not be confirmed and the event cause could not be conclusively determined. Per the instructions for use: ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ mdrs related to this event: 2029214-2016-00736, 2029214-2016-00737.

Event description:
Medtronic received report of pipeline flex incomplete opening during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the left cavernous internal carotid artery (ica). The aneurysm max. Diameter was 20mm and neck diameter was 6mm. Landing zone artery size was 4.15mm distal and 4.45mm proximal. It was noted that the carotid siphon anatomy was challenging ("cork screw"). The devices were prepared as indicated in the IFU. It was reported that a pipeline flex was attempted. At delivery, the pipeline flex was wedged against the outer curvature of the vessel. This resulted in damage to the distal edge of the pipeline flex braid. Angiographically, the braid appeared flared or semi-open on the distal edge, then narrowed 2-4mm from the proximal end; the remainder appeared open. The pipeline flex was removed. On examination, the braid appeared to be trumpeted or flared on one side. Afterward, another pipeline flex was implanted to complete the procedure. The angiographic result post-procedure showed stasis in the aneurysm. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.